Event description:
Boston scientific received information that this implantable cardioverter defibrilator (ICD) and associated device system was explanted due to pocket infection. A new device system may be implanted once the patient is cleared by the physician.

Manufacturer narrative:
To date, information suggests that these medical devices have been removed from service and were to be returned to boston scientific. The investigation is considered closed at this time. If new information becomes available, this report will be further evaluated and updated.